Manufacturer narrative:
H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed; however, the cause is unknown. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample. The connector pieces were returned assembled, and damage was observed on the distal connector piece. A microscopic observation revealed small gaps between the assembled connector pieces. An attempt was made to disconnect the assembled connector and the connector was able to be pulled apart by hand with some force. When the connector pieces were reassembled, no audile click was heard and some resistance was felt. The distal connector piece was dissected, and the internal compression sleeve was found to be bunched up and positioned near the distal end of the connector piece. Some damage was observed on the locking arms of the proximal connector piece. The damage observed on and within the connector pieces made it difficult to determine the cause of the difficulty in assembling the returned two-piece connector. Possible contributing factors include angle of insertion during assemble of connector pieces, manipulation of connector pieces prior to assembly, and damage from metallic instruments. H3 other text : device evaluation findings are in the manufacturer's narrative

Event description:
It was reported that the single-lumen connector was unable to be engaged firmly.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy3867 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the single-lumen connector was unable to be engaged firmly. No other information was provided.